Manufacturer narrative:
(B)(4). Batch #: t92g73. Date of event is (B)(6) 2019. Investigation summary: the device was returned with the distal tip of the blade broken off and returned. The remaining blade portion was scratched and had evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on a gen11, an alert screen was displayed. A probable cause for the device to stop activating to and display an alert screen is blade damage. The device was analyzed, and it was determined that it was used in more than one generator. The device is intended to be used with a single generator. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining / restart generator. Then the device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, contact with staples or clips during the procedure, or using any means other than the blade wrench to attach or detach the blade. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. This device is packaged and sterilized for single use only. Multiple patient use may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified

Event description:
It was reported that during a complicated liver resection case, patient had high bmi, was hep b positive, and had 2 lesions present (were on dome as well as posterior side of liver). Surgeon opted to use harmonic ace+7 with advanced hemostasis. Device has issues after short usage, with generator displaying ¿tighten assembly¿ error. Few steps were taken in order to troubleshoot this error. Handpiece was removed and reattached, handpiece was switched for new one, generator was switched, and all tries were to no avail. Generator then displayed ¿replace instrument¿ warning. Following this, surgeon opted to use thunderbeat device and completed the surgery with it. No broken parts were generated and patient had no post-op consequences. Device issue happened intra-operatively. Although patient is ok, this complicated surgery was further delayed due to multiple changes of devices; roughly 30 minutes of delay can be attributed to device issues.